Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported fluctuating patient temperature problems. Per wo evaluation, they saw error 15 (unable to obtain a stable patient temperature) in the alarm log and checked the temperature in cable and the connector. They tested it with a test probe, this worked correct and were not able to reproduce customer problem. They also contacted the bd sales representative and showed customer's picture, and it was a issue with the probe if the device and patient cable was tested ok and no problems did occur during calibration. Per review of wo on 10nov2025, there was no patient involvement. Per sample evaluation results received via task on 17nov2025, it was reported that the arctic sun device that was evaluated onsite had an issue with not heating quickly enough, which was due to an overfill.

Event description:
It was reported that the customer reported fluctuating patient temperature problems. Per wo evaluation, they saw error 15 (unable to obtain a stable patient temperature) in the alarm log and checked the temperature in cable and the connector. They tested it with a test probe, this worked correct and were not able to reproduce customer problem. They also contacted the bd sales representative and showed customer's picture, and it was a issue with the probe if the device and patient cable was tested ok and no problems did occur during calibration. Per review of wo on 10nov2025, there was no patient involvement.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.